Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the front response button was intermittent. The cause of the inability to complete testing is the intermittent response button. The root cause of the intermittent response button cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.